Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No pictures were provided. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
The customer reported they could not get the tubes to fill to the line. The customer advised to fill the tubes, the only method to fill was to syringe the sample, and add blood to the tube without the cap, which they preferred not to do.